Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the valve is the loose compressor elbow flare and loose sieve beds elbow flare is causing low o2.